Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after experiencing multiple occlusion alerts upon reconnecting to the pump, followed by a restart alert and an ¿unable to proceed¿ message. The patient was instructed to remove all supplies and perform a dry run, which was completed successfully. During the subsequent supply change, the patient reported difficulty securing the connector onto a prefilled insulin cartridge. The patient was advised to replace both the cartridge and the connector. After replacement, the patient was able to properly secure the connector, confirm insulin drops, and resume insulin delivery. The patient reported using a contact detach steel infusion set and stated they would call back if occlusion alerts or other issues reoccurred. Lot numbers for the supplies were documented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.